Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer reported buttons did not work sometimes when being pushed. The customer also reported insulin pump screen difficult to read due to dents and scratches. Blood glucose level at the time of the incident was not reported. Troubleshoot was not provided. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. However, device received with intermittent button response due to flattened up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with minor scratched lcd window.